Event description:
It was reported that on (B)(6) 2007 the patient presented with symptoms of lower back pain that he states he has had for last 10 years. Pain is described as aching, throbbing and constant. On (B)(6) 2007 pt. Had follow up visit with surgeon, lower back pain was now severe radiating to buttocks and lower extremities despite non- surgical modalities of treatment. MRI revealed spondylolisthesis of l4-l5 and desiccation at l4-l5 and l5-s1. On (B)(6) 2007 the patient underwent post micro decompression of spinal canal at bilateral l4-l5, l5-s1, posterior lumbar fusion of l4-s1, post segmental transpedicular fixation with pedicle screw fixation using vane pedicle screw system. Iliac crest bone marrow for transplant with implantation of allograft to treat spondylolisthesis of l4-l5 and desiccation at l4-l5 and l5-s1. Pt. Had a complicated post op period requiring exploratory laparotomy for bowel obstruction but pt. Was discharged on (B)(6) 2007. On (B)(6) 2007, pt. Presented for post op follow up. Pt. Had relief of lower back pain. X-rays revealed stable l4-s1 spinal alignment. On (B)(6) 2008 pt. Presented for follow up with complaints of acute weakness of his left leg with foot drop, and sharp stabbing like pain radiating up and down the leg, requiring the patient to wear a left foot brace. On (B)(6) 2008, pt. Had a neuro motor and sensory test which showed on (B)(6) 2008 pt. Complained of left leg pain with weakness of left ankle. Pt. Received a steroid injections over the next several months. On (B)(6) 2009 pt. Complained of lower back pain with a burning and pinching sensation, radiating to left hip pain into his leg with numbness and tingling sensation. On (B)(6) 2009 pt. Was referred to another doctor who diagnosed lumbar disc disease, ruling out neuropathy and/or radiculopathy. Electrodiagnostic test confirmed l5 radiculopathy, severe peripheral neuropathy in lower extremities and lumbar disc disease. On (B)(6) 2009, patient underwent lumbar selective nerve block bilateral l5 for lumbar discopathy with radiculitis failed lumbar surgical syndrome. On (B)(6) 2009 patient underwent removal of post lumbar instrumentation at l4-l5 and l5-s1 and exploration of fusion. On (B)(6) 2009 post op follow up, pt. Was still complaining of increased left leg pain. On (B)(6) 2009, pt. Was discussing with surgeon the possibility of having a spinal cord stimulator implanted in the near future.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.